Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that at a routine follow up the rep found impedances. There was a possible open circuit at electrodes 2,8,11. Interrogation showed 21,5700 on contact 2 and 24,240 on contact 10. Patient reported no symptoms or loss of therapy. Additional information was received, it was reported that the contacts were not in use with impedances and were able to program around. Patient had appointment with physician on october 31, 2024. Additional information was received, it was reported there were possible open circuits on electrode 2, 8, and 11 on (B)(6) 2024 and noted they were orange/avoid. The electrodes were programmed around the electrodes at the time and therapy had been working well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.